Event description:
It was reported that the tip of the recanalization catheter buckled and flipped back on itself after progressing approximately 10cm through an sfa occlusion, and as the catheter was being withdrawn, approximately 6-7cm of the distal tip and the inner core wire detached. The detached segment was success fully retrieved using a 5mm snare. The pt was reported to be doing well post procedure.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has been returned for evaluation. The investigation is currently underway.